Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of 2056 ohms, triggering a lead safety switch (lss) from bipolar to unipolar pacing. False atrial tachy response (atr) events we4re also stored due to oversensing of ra lead noise in unipolar mode. The ra lead remains in service. No adverse patient effects were reported.